Event description:
It was reported that this event occurred during insertion. At the time of the blood flashback, the air was mixed in the syringe. As a result, a new kit was opened and the catheter was placed successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4).